Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received the motor arm cannot communicate with the main arm as well as the critical block and inverse critical block did not add to zero. The blood glucose level was 152 mg/dl. Troubleshooting was performed for pump error. The customer also stated that the insulin pump received failed battery test. Troubleshooting was continuing for battery failed alarm. The insulin pump will not be returned for analysis.